Event description:
It was reported that the pump was involved in an overinfusion. Reportedly the pump was programmed at 14 ml/hr to administer a 250 ml bag of heparin. However the entire amount infused in only 3 hrs instead of the anticipated 18 hrs. No add'l clinical info was able to be rec'd. No pt injury was reported.